Manufacturer narrative:
The failure investigation has been completed and the alleged alarms issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged insulin on board issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced multiple intermittent unspecified alarms. Additionally, customer alleged the insulin on board to be inaccurate prior to delivering a bolus. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy and declined further troubleshooting with tandem technical support.